Manufacturer narrative:
Correction: h6, annex a and g. Summary of event: as reported, during preparation of the device for an unknown procedure, a small piece of foreign material/"suspected plastic" was pushed out of a flexor balkin guiding sheath when an unspecified wire guide was advanced through the sheath. The device did not make patient contact. Another device was used to safely complete the procedure. Per the reporter, the foreign material was destroyed by the hospital, as it became contaminated with blood. The patient was admitted to the hospital two days prior to the procedure; however, hospitalization was not prolonged due to this event. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The sheath was received with the dilator inserted. There was no damage noted to the sheath or dilator. The sheath was flushed, and there was no foreign matter was noted. A borescope was used to check for any inner damage to the sheath and there was no damage found. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and inspection of the returned device, suggests that there is evidence the device was manufactured out of specification. However, cook has concluded there is no evidence of additional nonconforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook has concluded the most likely cause of this incident is manufacturing and quality control deficiencies. The user reported they noticed the foreign matter after inserting an unknown wire guide through the sheath. It is possible the foreign matter could have come from the wire guide, however without examining the wire guide, this cannot be confirmed. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address line 2: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during preparation of the device for an unknown procedure, a small piece of foreign material/"suspected plastic" was pushed out of a flexor balkin guiding sheath when an unspecified wire guide was advanced through the sheath. The device did not make patient contact. Another device was used to safely complete the procedure. Per the reporter, the foreign material was destroyed by the hospital, as it became contaminated with blood. The patient was admitted to the hospital two days prior to the procedure; however, hospitalization was not prolonged due to this event. The patient did not require any additional procedures or experience any adverse effects due to this event.